Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device exhibited signs of repeated use and fractured on medial side of post, all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: articular surface, catalog #: 42517401010, lot #: 62184261. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06418, 0001822565-2018-06419. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp returned via worn instrument program fractured.